Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer¿s blood glucose level was not impacted. Reportedly, customer changed the pump supplies or simply cleared the alarm to address the issue.